Manufacturer narrative:
Pending investigation.

Event description:
Caller alleged discrepant results with the inratio meter compared to the lab. Summary of reported results: date (B)(6) 2013, inratio 4.8, laboratory 6.27. Time elapsed between each method of testing was five minutes.